Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with an 807:05 failure code. The event was reported to have occurred upon power up in the ICU. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. Baxter's review of the device event history determined the reported condition interrupted delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 807:05. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow up report will be submitted if additional information becomes available.